Event description:
An or manager reported two patients with possible endophthalmitis following intraocular lens (iol) implant surgery. No cultures were done. The surgeon reported this pt presented with corneal edema on the lower two thirds and loss of striae. The surgeon also reported this pt had some flare and cells, but noted he felt this was related to the pupilloplasty that was performed at the time of the iol implant surgery. The surgeon reported the pt was treated with medications. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first of two patients.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 09/24/2009, 10/08/2009, and 10/13/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/21/2009.